Event description:
It was reported that the patient had a full revision performed due to battery depletion and lead being damaged. It was indicated that the generator being explanted could not be interrogated as it had reached end of service. The lead was noted to be damaged during the surgery. Additional information was received that the surgeon reported the lead was cut. The lead was discarded during the surgery and the generator is not available for return due to custom regulations. No additional relevant information has been received to date.